Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised by-pass capacitors. Investigation has determined that the by-pass capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
The device was returned without allegations and an investigation was initiated.